Event description:
It was reported that during a case involving the internal carotid artery that was moderately tortuous and calcified, above the bifurcation, the accunet recovery catheter would not go through the acculink stent, as it kept getting stuck. Then the accunet 2 recovery catheter was tried, but it also would not go through. Post dilatation was performed, but the accunet 2 recovery catheter would not go through. A buddy wire was tried, but this did not help and the pt was instructed to turn their head from side to side and this would not help. Post dilatation was performed again and the original accunet recovery catheter was used and this time it finaly went through the stent and recovered the accunet filter. The case was challenging and it took about an hour and a half to recover the accunet filter. There were no neurological issues reported.